Event description:
It was reported that the 2800 system had a security error message prior to a case. The procedure was completed without incident. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The foot switch and cable were replaced during the service call. The system was tested and found to be working as intended and put back into service.